Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to co. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes; staples in nose, yes(1 inverted); staples in track, yes(4) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was concluded that reported incident occurred during surgery possibly due to inverted staple in cartridge nose and yielded cartridge nose weld, which would not allow driver to properly advance or form following staples. Instrument was received with inverted staple jammed in nose and wih yielded nose weld. Inverted staple was removed from nose and instrument was cycled and fired 2 staples then ceased to function due to yielded nose weld. No conclusion could be reached whether yielded cartridge nose weld had caused staple to invert or if inverted staple had caused cartridge nose weld to yield. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that the reload cartridges could not be used with the devices. There was no pt consequence. Product rec'd from sterilization services on 9/26/97. The product was initially reported as an oms. Product rec'd was an ems. The nature of inquiry was "misreloading". The ems is jammed therefore, facility changed the nature of inquiry to reflect the proper problem encountered.